Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's concurrent conditions included vaginal bleeding. Concomitant products included nortriptyline, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2016 and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)"), fatigue ("fatigue") and back pain ("lower back pain"). On an unknown date, the patient experienced metrorrhagia ("metrrohagia (bleeding b/w periods)") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, vaginal discharge, hypersensitivity, urinary tract infection, vaginal infection, cystitis and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, metrorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, fatigue, abdominal pain, lower back pain. Reporter information, medical history, concomitant drug, events onset date, events outcome were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included anesthesia procedure, irritable bowel syndrome, postmenopausal bleeding, d & c and pelvic pain female. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included vaginal bleeding. Concomitant products included nortriptyline, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2016 and spironolactone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)"), fatigue ("fatigue") and back pain ("lower back pain"). On an unknown date, the patient experienced intermenstrual bleeding ("metrrohagia (bleeding b/w periods)") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, vaginal haemorrhage and back pain had resolved and the dysmenorrhoea, dyspareunia, intermenstrual bleeding, allergy to metals, vaginal discharge, hypersensitivity, urinary tract infection, vaginal infection, cystitis and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: medical history and historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals and vaginal discharge outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and vaginal discharge to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Reporter information added. Previously reported event injury were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, vag. Discharge, essure confirmation test(s) conducted, specify : no. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.